Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic with complaints of syncope. It was discovered that both atrial and ventricular leads had no capture and high impedance measurements. The patient's heart rate was low. Patient was then transported to electrophysiology lab for revision, and it was noted that the left subclavian vein was totally occluded. Temporary wire was placed, and the following day (B)(6) 2018, new device was implanted on right side. Patient was stable during and after procedure.